Manufacturer narrative:
Evaluation summary: the insertion flexible tube (ift) has been replaced. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.

Event description:
Ift is collapsed at 135cm. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Ift is collapsed at 135cm. This event occurred at the time of before use. There was no report of patient harm.